Event description:
It was reported that the patient presented after a magnetic resonance imaging (MRI). The implantable cardioverter defibrillator (ICD) went into backup mode with high voltage (hv) therapy disabled post-MRI. Programming changes were performed to resolve the issue. There were no patient consequences.